Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced adhesive issue event and reported high blood glucose on (B)(6) 2026 as infusion set tape was not sticking due to infusion set tape was not adhering and treatment taken to treat high blood glucose was manual injection.